Manufacturer narrative:
Sections d1 and d4 updated to align with the information listed on gudid.

Event description:
No product was returned for investigation. Fresenius kabi was in communication with the customer, and it was found that the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. The pump passed test infusions and the customer placed the unit back into active service. Fresenius kabi has also sent a cleaning letter which contains a link to training tools that document the proper cleaning process for the cassette loading area of the pump.

Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported -staff have a lvp pump that was reported that service needed. Pump errors were verified in the history. There was a pump problem on (B)(6) 2024 at 12:38 and 12:40 pm. Staff cleaned the av (actuator valve) and guide pins. Pump was tested and no problem found. There was not any report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.